Event description:
Medtronic received information that a patient contacted the customer service line to ask if it was safe to have an MRI while a penditure device is implanted. The patient indicated that the patient suffered a small mild stroke at an unspecified time. The device is still in use. No further information was provided and can not be attained as this patient called the customer service line.

Manufacturer narrative:
Correction b5: updated event description text. Correction e1: initial reporter phone number added. Correction h6: device code (fdd/annex a) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time with this penditure device it was reported that the patient suffered a small mild stroke. The device is still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.